Event description:
While the device was being serviced at the philips repair bench for a different issue, the philips bench technician observed a missing contact pin in battery slot a. There was no patient involvement.

Manufacturer narrative:
.